Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of the event was not reported. It was recommended, by an unspecified source, that the patient visit the hospital due to the event. It was not reported whether the patient did visit the hospital or if the patient was admitted. Treatment was not reported. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event, and physioneal therapy was ongoing. No additional information is available.